Manufacturer narrative:
No investigation was requested by the user facility who informed that the root cause was problems with external air supply. No parts were replaced and no ventilator logs were provided. The conclusion is that the ventilator worked according to its specification and alarmed as expected. There is no evidence to support a technical malfunction of the ventilator.

Event description:
It was reported that the delivered o2 concentration was fluctuating and the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).